Event description:
(B)(6) is doing a laparoscopic case, the trocar that she is using during the surgery, the plastic balloon that is connected to the trocar came off. Surgeon was able to retrieve the clear plastic from the pt's abdomen.